Manufacturer narrative:
E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during residual ureterectomy procedure, the pad of the subject device fell off inside the patient's body. The pad was successfully retrieved with no complications. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was worn out, and it was partially peeled off. Based on the results of the investigation, the most probable cause was linked to device but unable to trace more specifically. The investigation findings do not lead to a clear conclusion about the cause of the reported malfunction. Based on the analysis results of the actual product, it is assumed that the pads fell off due to the following mechanism. 1. The tissue pad was worn out and part of it peeled off because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). 2. Some force was applied to the peeled tissue pad causing it to fall off. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.